Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the malfunction is due to probable secretion passage, occlusion issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse has dispatched a filed service engineer (fse) out to site for evaluation and repair.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and performed a visual check of the system. There is no evidence of biological material spillage in the internal parts. There are no errors in the log files. However, due to the biological risk caused by the event, internal contamination of the device cannot be ruled out. As requested by the customer, the system requires internal sanctification. As a precaution the fse performed internal sanctification. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.